Event description:
Boston scientific rec'd info that loss of capture was verified with this atrial lead upon interrogation and chest x-ray. The lead was repositioned successfully. No adverse pt effects were reported. The lead remains in service. Should add'l info become available, this report would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.